Manufacturer narrative:
Patient city; (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occur in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycaemia. The blood glucose level was low at the time of event and the patient got treated with glucagon. No further information available.